Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm diameter abdominal aortic aneurysm approximately four months ago. The proximal aortic neck was 19-20 mm in diameter. The left common iliac artery was 12 mm in diameter and the right common iliac artery was 11 mm in diameter. The right internal iliac artery measured 10 mm in diameter. The right external iliac artery measured 6.5 mm in diameter and the left external iliac artery was 7.6 mm in diameter. It was reported that presented to the hospital and complained of right leg pain. A CT scan showed that the stent graft had thrombosis from the aortic bifurcation to the common iliac artery branching of the external on the right leg. The physician commented that the cause was most likely due to the narrow branching aorta. The patient had secondary intervention to remove the thrombus and a bare metal stent was implanted; however, the thrombus was not completely removed; therefore, a fem-fem bypass procedure was done three days later. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (narrow iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (narrow iliac arteries).

Manufacturer narrative:
Method: (film).

Event description:
Films were received and reviewed as follows: cta's 4-months post-implant show that the bifurcate is positioned just below the renals, and the ipsi limb was placed into the left iliac. The stent graft od at the renals was 21mm. Within the aortic body there is visible thrombus, and beginning at the flow divider the contralateral limb is totally occluded. The contralateral limb crosses over the ipsilateral limb, from left to right, and then is seen compressed down to less than 5mm wide within the distal aorta which measures 18m across both limbs. The ID of the ipsilateral limb remains patent and circular at 9mm. A fem-fem bypass graft is visible. The cause of the occlusion was likely due to narrow distal aorta.